Manufacturer narrative:
(B)(4). Per the nonconformity report associated with this complaint, the new battery was installed. Once the new battery was installed, it was identified that the charge indicator was not illuminated. The power supply was not charging the new battery. A new power supply needed to be ordered. Service order (B)(4) was generated for the power supply needed. On (B)(6) 2012, the power supply board was replaced. The unit was tested to factory specification. (B)(4).

Event description:
On (B)(6) 2012, rotaflow console with serial number (B)(4) at (B)(6) displayed a battery error message in the mode window. The maquet sales and service representative observed the failure and performed troubleshooting activities. The maquet sales and service representative determined that the battery was defective. The battery was removed from the unit. No patient involvement and this incident did not occur during use. (B)(4).